Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "an arterial blood collection was performed to complete the blood gas analysis. However, the amount of milliliters automatically collected by the arterial blood collection device was 0.5ml, and after being sent to the laboratory, it was indicated that the 0.5ml specimen was less. If the arterial blood is manually drawn when the specimen is drawn, it is easy to cause the needle tip to shift, resulting in the inability to continue blood collection. As a result, blood collection cannot be continued."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported when using the bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "an arterial blood collection was performed to complete the blood gas analysis. However, the amount of milliliters automatically collected by the arterial blood collection device was 0.5ml, and after being sent to the laboratory, it was indicated that the 0.5ml specimen was less. If the arterial blood is manually drawn when the specimen is drawn, it is easy to cause the needle tip to shift, resulting in the inability to continue blood collection. As a result, blood collection cannot be continued." D.1. Medical device brand name: bd preset¿ arterial blood collection syringe h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "an arterial blood collection was performed to complete the blood gas analysis. However, the amount of milliliters automatically collected by the arterial blood collection device was 0.5ml, and after being sent to the laboratory, it was indicated that the 0.5ml specimen was less. If the arterial blood is manually drawn when the specimen is drawn, it is easy to cause the needle tip to shift, resulting in the inability to continue blood collection. As a result, blood collection cannot be continued."